Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect/ missing translation; missing instructions; vendor/printer error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: place the purewick¿ urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. Plug the purewick¿ urine collection system power cord into device outlet (b) and into an a/c power outlet. Note: the device should be positioned for easy access to the a/c inlet and power cord. Note: make sure the power switch is turned off before connecting the power cord. Place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick¿ external catheter (I). Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system. The IFU contains the following purewick¿ operating instruction: 1. After the purewick¿ urine collection system has been set up, place the purewick¿ external catheter according to the purewick¿ external catheter¿s instructions for use. 2. When the canister is ready to be emptied, remove the purewick¿ external catheter according to the purewick¿ external catheter¿s instructions for use and throw away. Note: keep the purewick¿ urine collection system on to make sure all urine has been drawn out of the collector tubing and into the collection canister before removing the purewick¿ external catheter. Note: although the canister can hold up to 2000cc (ml), to prevent overflow empty urine from the collection canister regularly or before volume reaches 1800cc (ml). 3. Turn off the purewick¿ urine collection system by pressing the on/off switch. Disconnect the a/c power cord from the power outlet and from the device. Disconnect collector tubing and pump tubing from the canister. 4. Lift collection canister from purewick¿ urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle e.g. A toilet or according to facility protocol. If using a privacy cover and it gets wet, remove and discard. 5. Clean collector tubing, pump tubing, canister, purewick¿ urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. 6. Reassemble the purewick¿ urine collection system according to the initial setup instructions when the system is ready to be reused. When the purewick¿ urine collection system is not in use, unplug the power cord from its outlet. Make sure the unit is cleaned and disinfected prior to storage. Do not store when parts are wet or damp. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the purewick urine collection system was not suctioning properly. Liberator representative walked through troubleshooting and the system was suctioning properly. Representative also provided wick prepping and placement instructions. Also stated that the patient¿s bottom was hurting and had a rash from the urine by using the purewick female external catheter and the patient had been using various creams for the rash. Representative also recommended the patient to discontinue the use, until the rash cleared up and said the patient might want to speak with doctor before resuming the product use. On (B)(6) 2021, patient was being treated for a urinary tract infection with antibiotics (penicillin). Representative said that the patient would not be using the purewick until after the urinary tract infection had been cleared. It was noted that the perineal care was performed prior to placement of the wick, the wicks were gently pulled outward during removal per instruction for use, the wick were placed properly per instruction for use, the patient was changing the wicks every 8-12 hours per instruction for use, the doctor confirmed the urinary tract infection and prescribed the medicine. Patient also used the products other than the purewick during the day. Per additional information received via follow up on 05oct2021, stated that the patient was having difficulty in using the purewick urine collection system and needed assistance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was not suctioning properly. Liberator representative walked through troubleshooting and the system was suctioning properly. Representative also provided wick prepping and placement instructions. Also stated that the patient¿s bottom was hurting and had a rash from the urine by using the purewick female external catheter and the patient had been using various creams for the rash. Representative also recommended the patient to discontinue the use, until the rash cleared up and said the patient might want to speak with doctor before resuming the product use. On (B)(6) 2021, patient was being treated for a urinary tract infection with antibiotics (penicillin). Representative said that the patient would not be using the purewick until after the urinary tract infection had been cleared. It was noted that the perineal care was performed prior to placement of the wick, the wicks were gently pulled outward during removal per instruction for use, the wick were placed properly per instruction for use, the patient was changing the wicks every 8-12 hours per instruction for use, the doctor confirmed the urinary tract infection and prescribed the medicine. Patient also used the products other than the purewick during the day. Per additional information received via follow up on 05oct2021, stated that the patient was having difficulty in using the purewick urine collection system and needed assistance.